Event description:
It was reported that cartridge alarm 30 occurred on pump during use, and issue did not happen during cartridge loading process. There was no adverse impact to the customer's blood glucose level. Customer had previously reported similar cartridge alarms with same pump, and technical support arranged pump replacement as resolution, with no additional outcome details provided.